Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date in 2013, an aortic valve replacement was performed and a 19 mm trifecta valve was implanted in a dialysis patient. On (B)(6) 2016, the valve was explanted due to calcification.